Event description:
It was reported that the needle had difficulty being deployed. A radio frequency ablation procedure was being performed on a right upper pole renal tumor lesion of tissue nature of 20 mm (long axis). The leveen coaccess was being used for this procedure. When the needle was deployed, it was reported that it was unable to be deployed entirely. Another of the same device was then used and the procedure was completed. There were no patient complications that were reported.

Manufacturer narrative:
Device evaluated by MFR: one rf probe was returned for analysis (electrode). The two tines were bent at distal section. A functional evaluation extended and retracted the tines without resistance. The tines were evenly spaced and undamaged.

Event description:
It was reported that the needle had difficulty being deployed. A radio frequency ablation procedure was being performed on a right upper pole renal tumor lesion of tissue nature of 20 mm (long axis). The leveen coaccess was being used for this procedure. When the needle was deployed, it was reported that it was unable to be deployed entirely. Another of the same device was then used and the procedure was completed. There were no patient complications that were reported.